Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous mid circumflex artery (cx). A 3.00x20mm synergy ii mr drug eluting stent was advanced but unable to cross the lesion. After it was withdrawn and reinserted through the transition of a guidezilla ii guide extension catheter, there was compressing on the proximal end of the stent. The stent did not embolize or fall off the balloon. The device was removed intact. The procedure was completed with a non-bsc guide extension catheter and a non-bsc stent. No patient complications were reported and the patient will be discharged the same day.